Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. A lead revision occurred (B)(6) 2024.

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient reported they were unable to turn their head and could feel the lead under their skin. A lead revision occurred (B)(6) 2024. The neck and chest incisions were opened, and there was noted to be adequate redundancy in the lead. The lead tunnel was dilated with a clamp to ensure the lead wasn't getting caught on any soft tissue, but no device modifications occurred. No further complaints related to the lead were reported to the surgeon. In the opinion of the surgeon, the second operation was likely placebo effect for the patient. It was noted the patient was thin and there was no way to avoid feeling the lead under the skin.

Manufacturer narrative:
Updated fields: while analysis was unable to be performed as the device was not returned, per the opinion of the physician, the second operation was likely placebo effect for the patient. Cvrx ID# (B)(4)